Event description:
A male with left brain stimulator to address symptoms of parkinson's disease. Stimulator revealed open circuit with malfunctioning wiring resulting in repeat brain surgery to correct wiring attached to brain electrode. Patient did not suffer fall or have unusual movements causing torque to wires. Battery side wiring was intact. Dates of use: 2007 - 2009. Diagnosis or reason for use: parkinson's disease.